Event description:
It was reported that during a pancreatic operation, after closing the jaw and squeezing, could not fire. Changed a new battery, the device still did not work. Changed a new device and finished the fire with the same reload. After the surgery, the patient developed symptom of fever and ascites.

Manufacturer narrative:
(B)(4). Date sent: 6/3/2024. D4: batch #: 744c39. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the black motor wire was noted to be disassembled from the motor terminal, therefore making the device non-functional. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the device is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 744c39, and no non-conformances were identified. Additional information was requested and the following was obtained: why does the surgeon believe the device malfunction caused fever and ascites? Information could not provide. Was the same device type used to finish the case? Yes. Please clarify were the reloads from the first device was used to complete the procedure with the second device? Yes. Were there any issues with device performance or staple form with the successful firing? No. What color cartridge was used? Gold reload. Please provide the status of the device(s) as it has not been received for analysis. No. Does the fever and ascites, are a result of a device malfunction? The surgeon thinks so. Is the current patient status known? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? May prolong hospital stays.